Event description:
During a gastric bypass procedure, as the surgeon was using the device to transect the greater omentum, the generator alarmed and the lcd read "instrument" the scrub tech retorqued the instrument onto the handpiece and tested the device again. The surgeon completed the case with another shear. No patient consequences.